Event description:
It was reported that an increase in lead impedance and capture threshold were observed. Patient was asymptomatic. Loss of capture was observed. The lead was capped and replaced. The patient is doing fine.

Manufacturer narrative:
(B)(4).